Manufacturer narrative:
Results of investigation: vyaire medical field service representative (fsr) went on site to check and inspect the device. Informed that peep issue was resolved by previous technician. Replaced diaphragm and worked.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (22-mar-03) and was not subject to UDI requirements.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that avea ventilator had a low peep (positive end expiratory pressure). There is no information about patient involvement associated with this reported event.